Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenotic and moderately calcified lesion was located in the moderately tortuous right coronary artery (rca). The 2.5mm x 15mm quantum maverick balloon catheter was advanced to the lesion and reported to have ruptured upon the first inflation at 16 atms; the duration of the inflation is unk. The balloon catheter was removed intact, and the procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as stable.

Manufacturer narrative:
The complainant indicated that the device has been disposed of by the user facility; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.